Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm and other unknown alarms occurred. Customer alleged that the alarms were "delayed." Reportedly, the pump would not deliver audible alarms until hours after alleged insulin suspension. No further information was obtained as customer declined troubleshooting with tandem technical support. There was no reported impact to blood glucose.